Event description:
It was reported that three months after the implant of this right ventricular (rv) lead, a dislodgment was suspected. Technical services (ts) reviewed the data and identified a high pacing rate of 100 bpm, which appeared to be sensor driven pacing. It is unclear for how long the patient had been pacing at this higher rate and if this is related to patient respirations or not. The lead was successfully respositioned. No additional adverse patient effects were reported.